Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and sore at the implantable pulse generator (ipg) site. The patient took medications of hydrocodone-acetaminophen. Dressing was changed and wound cleansed, bacitracin applied.